Event description:
It has been reported to philips that the system did not boot. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the system was not booting. The analysis of the system log file found that internal software error and it was determined that the suite pc software was corrupted, preventing the system from being boot up. To resolve the issue, the philips field service engineer (fse) reloaded the suite pc software and after functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.